Event description:
It was reported that the customer had high blood glucose levels of over 600 mg/dl. The customer reported that the blood glucose levels were high due to having eaten cookies and not bolusing. The customer also reported a lost sensor alert from the insulin pump. Troubleshooting was done. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).